Event description:
No sample was returned for examination.

Manufacturer narrative:
Due to the missing product information (e.g. Serial number/delivery note batch), we were unable to trace the production of affected product. We can assure you that all our products are manufactured by qualified staff and individually tested before they are placed on the market. An investigation was not possible because the product is not available. Regarding similar complaints where we could examine the products, we could determine that the most frequent cause for a deterioration in the function of the product are deposits caused by natural substances in the cerebrospinal fluid, e.g. Protein, blood or tissue particles. These are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve if aggregated in the valve. A final clarification of the cause what has led to [?]adjustemtn difficulties" is only possible by an examination. Due to missing information (serial number, device itself), we are unable to provide a meaningful analysis. A final conclusion on the suspected malfunction is only possible with an examination.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx440-t) was implanted in (B)(6) 2022. According to the complainant, the progav 2.0 valve could not be adjusted. The patient underwent a revision procedure. The complained product will be returned to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.